Event description:
Customer e-mailed and stated, her son was using the pad on the couch and fell asleep - he had the 14 x 14 pad folded in half using it on his neck due to an accident he had. All of a sudden he felt the pad get extremely hot at which point he jumped up and saw a spark and red glow coming from the pad. They threw it outside in the snow but stated that it burned up most of the pad. But thankful no one was hurt - no damage - just scared them. They did save the pad and she was supposed to email me pictures of the pad but hasn't yet.

Manufacturer narrative:
Past investigation with similar events has shown us customer misuse of the pad as a possible cause. Also customer did state that they had the pad folded in half while using. This is not being used as per our instructions in the manual. Despite providing a pre-paid return service label, the product in question has not been returned as of the date of this report.